Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
. Event summary as reported, at the beginning or a ureteroscopy, an ngage nitinol stone extractor would not open. Another basket was used to complete the procedure. There have been no adverse effects to the patient reported. Investigation ¿ evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures, as well as a visual inspection and functional test of the device were conducted during the investigation. The device was returned to cook with the outer packaging only for investigation. The returned device was found to have a basket that was not secured to the distal end of the basket sheath, allowing the basket to move distally/proximally instead of opening/closing when the handle was functioned. The shrink tube on the distal end of the basket sheath that secures the basket to the basket sheath was in place. The basket sheath is bent approximately 7 cm from the dt of sheath. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿enclose device in sheath before removing from tray/holder.¿ and ¿excessive force could damage device.¿ based on the available information, cook has concluded that the cause of the issue could not be conclusively determined. It is possible that force was applied to the device to open the basket while the basket was held in the closed position, such as inside of the scope, but no information was known regarding device handling. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation- materials manager. PMA/5109k #- exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, at the beginning or a ureteroscopy, an ngage nitinol stone extractor would not open. Another basket was used to complete the procedure. There have been no adverse effects to the patient reported.